Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user received a low glucose alert, initially misinterpreted it as an insulin supply issue, and then recognized it referred to blood glucose; the user treated with oral carbohydrate and reported a lowest glucose of 65 mg/dl with approximately 10 minutes below range. Symptoms included hypoglycemia without loss of consciousness or other acute complications. Outcomes included correction with oral glucose, no need for professional medical intervention, and no use of backup therapy. Investigation included troubleshooting and education on alert meaning and appropriate response. Investigation of this case revealed no device malfunction and an unclear cause for the hypoglycemic event. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.